Event description:
In order to enforce left posterior cerebral artery of coil embolization, the sentry balloon catheter was used in the balloon matas test. There was no leakage from the balloon distal lumen during the inflation test. So, this product was used. After 5 minutes, there was a leakage from the balloon distal lumen. The saline and contrast media was half and half. The amount of infusion was 0.9ml. It was no problem as result of the test. The procedure was completed. Meanwhile, vessel dissection occurred at the lesion. The physician confirmed that after checking via CT scanning it was no problem. The relationship about the vessel dissection and leak is unknown. Additional info was requested regarding the current condition of the pt and procedural related questions. The info has not yet been received.